Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was found torn and had leak prior to use to a patient. The customer reported there is no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation, the stylet was received as well and the reported event of a cut in the cuff was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after a minute. A visual inspection was performed, and it was observed the cuff presents a cut. Information has been added to the database and trends will continue to be monitored.